Event description:
Two discordant thcg results were obtained on an advia centaur instrument. Incorrect results were reported to the physician. The samples were re-run and corrected results were reported. There were no reports of adverse health consequences or known patient intervention.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument data, the fse determined that the cause of the discordant thcg results was due to a malfunction of the stat side rack loading mechanism. The fse repaired the rack loading mechanism. The instrument is performing within specifications. No further evaluation of the device is required.